Manufacturer narrative:
Explant date was provided d6b was updated.

Event description:
It was reported that the hemolysis resolved pretty quickly with decrease in p level and volume administration. Patient remained on support until (B)(6) , weaned successfully and removed with no issue.

Manufacturer narrative:
B5 updated with additional information

Manufacturer narrative:
The pump was discarded and not available for investigation d4 revised

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the hemolysis issue could not be determined without the returned product for investigation and sufficient clinical details, including data logs.

Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 65-year-old male patient with a past medical history of renal insufficiency, presenting in scai stage c shock, and on an intra-aortic balloon pump (iabp), prior to initiation of support. The impella was inserted for ventricular support post-operatively cardiothoracic (CT) surgery. While the patient was in the intensive care unit (ICU), the urine was red. The lactate dehydrogenase (ldh) is in the 600's. The mean arterial pressures were 90-100. P-level decreased to p-6. A nitroglycerine drip continued. The following morning, the ldh decreased and the urine cleared. The post-procedure outcome is unknown. The impella functioned at p-7 at 4.2l/min as intended. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position

Manufacturer narrative:
Additional information was subsequently received and noted the hemolysis resolved and the patient remains on support (at the time of this MDR writing). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.